Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Reportedly, the issue resolved and insulin delivery was resumed. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose ranged from 180-465 mg/dl.

Manufacturer narrative:
Device not returned.